Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the reported malfunction occurred when the angulation lever is angulated upward/downward. A definitive root cause could not be identified, however, it's likely due to component damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope exhibited a cloudy and black image during maintenance. There were no reports of patient involvement.